Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged device not turn on/not functioning, burning/smoke/electrical odor, alarm goes off and say low pressure, runs out of water too fast and also alleged headache, dizziness, sinus congestion and nasal/throat irritation or soreness. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 06, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, sinus, dizziness related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed an unknown dust like contaminate on the front panel. A whitish dust like contaminate around the air inlet box. A small cut like scratch at the rear of the top enclosure. A mark, possibly from excessive heat on the backside of the front panel. These markings follow the blower wires along the bottom enclosure to the rear panel. A whitish dust like material on the blower. A keratin like substance observed at the blower box outlet. A brownish white substance at the base of the blower box. What seems to be a fruit fly in the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 12 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation and complaint of burning odor with the evidence of thermal activity along the p4 and blower wires. Section h6 has been updated in this report.